Manufacturer narrative:
A service provider of infutronix confirmed on 02/16/2021 that the device will not be returned.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00016.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "set was leaking at the filter." Device operator was a nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).